Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to be powered on. The field service engineer (fse) performed troubleshooting on the station by isolating the drawers to verify the performance of the power module and communication sled. All drawers were disconnected and reconnected one at a time to identify whether a specific module controller or controller board was causing the station to power down. During testing, the issue could not initially be replicated. Further investigation revealed that the internal pyxis bus cable had been cut near the entry point from the top drawer into the electronics compartment. A slight singe mark was observed on the station cabinet where the damaged cable had contacted the metal surface. A spark was noted during power-up due to grounding contact. The damaged cable was replaced with a new one, after which the station powered on successfully and operated without malfunctions or delays. The station was accessible and functioned normally while system downloads and data synchronization completed, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mcobserv1 device displayed a blank screen, appeared powered down, and cannot be turned on. The customer confirmed that the power outlets were functional; however, the unit remained unresponsive and was currently offline on remote smart service. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.